Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted the curve rubber adhesive was found missing. This likely could confirm the customer reported issue of tip cover chipped. In addition, image noise was observed. Service repair noted the noise occurs due to failure in the image pick up unit (image sensor) and image temporarily loss, disappears. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of tip cover chipped. The issue found during an unknown event. There was no patient harm reported. No user injury reported. Device evaluation found image noise (image problem) temporary image loss.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the bending rubber glue was chipped. As a result of checking an image after replacing the connector, it was confirmed that the noise was reproduced as well. The image sensor unit or the image sensor unit cable were determined to be broken based on the noises that occurred after replacement of the connector. Also, because noises occurred when the endoscope was bent and because there was no irregularity such as peeling off of coating of the image sensor cable inside the bending section, the cause was presumed as breakage of the image sensor unit. The cause of breakage of the image sensor unit likely was due to the endoscope that was inserted into the trocar obliquely or the image sensor unit received an unexpected load by application of stress from the outside. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.